Event description:
The customer reported question mark results in the anti-b and anti-d wells of the ih-card abo/d(dvi-)+rev.a1, b when used on the ih-1000 instrument. She stated that the reactions yielding question mark results were clearly negative when visually assessed. Additionally, the customer reported a false positive result of patient sample e11 on the ih-1000. The image of the daily journal showed a 2+ false positive reaction. Historically, the patient was tested as blood group o rh(d) positive. The customer observed the issue of question mark and 1+ false positive results with ih-card abo/d(dvi-)+rev. A1, b lot 9147010 on two different ih-1000 instruments. Therefore, two investigations were initiated: (B)(4) (present case, FDA report no. 9610824-2023-00001) and (B)(4) (FDA report no. 9610824-2023-00002). The customer did not provide a product sample of the allegedly defective ih-card abo/d(dvi-)+rev.a1, b for investigational testing but provided patient samples. Therefore, our quality control laboratory tested their retention sample of the affected lot of the ih-card abo/d(dvi-)+rev.a1, b . First, the retention sample was visually inspected for intact sealing, homogeneous gel, correct filling height and the absence of splashes in the reaction chamber. All acceptance criteria were met. Then 11 donor samples known to be anti-d negative were tested in multiple determination on the ih-1000 instrument. A total of 100 cards of the retention sample were tested. In some cases we observed question mark results. Visually assessed the pellet was flat but some small dots could be found in the gel column. Additionally, our quality control laboratory tested the patient samples provided by the customer. Some of the patient samples were in bad condition. Due to the small sample volume, the patient samples were each transferred into baby tubes. Only three of the seven patient samples (patient samples (B)(6)) could be processed on the ih-1000. Neither questionable nor 1+ false positive reactions occurred in anti-b and / or anti-d wells. Despite repeated washing with isotonic saline, four samples would not be pipetted by the ih-1000. Therefore, all seven patient samples were additionally tested in duplicate using the manual method. The reactions were read and rated using the ih- reader 24. In some cases, we observed question mark results. Visually assessed the pellet was flat and the gel column not remarkable. We did not observe any small dots in the gel column. The patient sample e11 that yielded a 2+ reaction at the customer's site showed the correct blood group o when tested in our quality control laboratory. The sample s29 showed a discrepancy in the abo blood group determination. The forward test showed blood group a, but the b reagent red blood cell in the reverse typing reacted negatively. According to the blood group a the reaction with the b reagent red blood cell was supposed to be positive. The reaction with the a1 reagent red blood cell in the reverse typing was negative as expected. The results of sample s29 in the abo blood group determination were observed in both the gel and tube methods. We do not have any information regarding the medical condition of the patient in question which could explain the observed discrepancy. Data files of the affected ih-1000 instrument were reviewed. It was noticed that the back light showed streaks that looked like cleaning traces. The "?" Interpretation on the anti d well is confirmed and justified. It is caused by the high texture identified by the algorithm image analysis. The customer also provided the daily journal of patient e11. The image showed a 2+ false positive reaction in the anti-b well of the ih-card abo/d/dvi-)+rev. A1, b. The dispense sequences of the red blood cells suspension on each ih card was started with the control well up to the anti-a well. An inter-well contamination from the anti-d well is the most likely cause for this phenome. Based on the investigation the complaint was classified as confirmed - upp (unexpected product performance). Due to the observed phenomenon with the anti-b of ih-card abo/d(dvi-)+rev. A1, b which looked like cleaning traces we highly recommend the cleaning of the back light, a check of the camera and the reading module and then performing a new calibration. The daily journal provided by customer showed a 2+ false positive result of patient e11 with the anti-b. The most probably root cause was an inter-well contamination. Due to the assumed inter-well contamination, we highly recommend the following: - replace the needle if it was bent or damaged - the adjustment of the needle centring relatively to the ih card wells must be performed for all position in the pipetting area. - control and adjust the diameter of the hole pierced ih card. It must be centred and checked by the diameter tools. - check the ih card pin piercer, please replace it if it was damaged or presents some smudge in the surface. -control the washing pot, it must be clean inside, and the used liquid (system liquid) must be correctly evacuated. -finally, perform a weekly maintenance and qc test. And we highly recommend noting the following points according to the chapter precautions of the instruction for use: · do not use cards showing signs of drying, discoloration, bubbles, crystals or other artifacts. · do not use cards with damaged foil strips. · do not use gel cards if the gel matrix is absent or if the liquid level in the microtube is not at or below the gel matrix. A clear liquid layer should be visible on top of the uniform gel matrix in each microtube. · cards with dispersed drops observed at the top of the microtube, due to improper storage or shipping conditions, have to be centrifuged with ih-centrifuge l or ih-reader 24 with preset time and speed before use. If drops are still observed on top of the microtube after one centrifugation it is recommended to not use the card." A review of the batch record documentation showed no irregularities, which might have negatively affected the quality of the allegedly defective lot. When reporting this issue on january 11, 2023, the customer described this issue as ongoing. Since it did not become clear whether only the question mark results recurred or also a false positive result was obtained, we refrain from submitting identical MDR reports for all days between january 04, 2023 (the date of event this very report is being filed for) and all days up to january 11, 2023 when the customer filed her complaint.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported question mark and 1+ false positive results in the anti-b and anti-d wells of the ih-card abo/d(dvi-)+rev.a1, b when used on the ih-1000 instrument. She stated that the reactions yielding question mark results were clearly negative when visually assessed. The customer did not provide the product sample of the allegedly defective ih-card abo/d(dvi-)+rev.a1, b for investigational testing but provided patient samples. The investigation in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Also still ongoing is an investigation of the data files of the affected ih-1000 instrument. When reporting this issue on january 11, 2023, the customer described this issue as ongoing. Since it did not become clear whether only the question mark results recurred or also a false positive result was obtained, we refrain from submitting identical MDR reports for all days between january 04, 2023 (the date of event this very report is being filed for) and all days up to january 11, 2023 when the customer filed her complaint.

Manufacturer narrative:
This is our initial report on this incident.